Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported currently being in the hospital being treated for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized for cloudy effluent with a diagnosis of peritonitis on (B)(6) 2018. The treatment rendered at the hospital was 1gm vancomycin. The peritoneal effluent culture was negative. White blood cell (wbc) count at the time of admission was 3300 and the next day, a repeat wbc revealed a count of 187. The physician advised the patient to continue vancomycin. Peritoneal dialysis remained unchanged throughout hospitalization.

Event description:
A peritoneal dialysis patient reported currently being in the hospital being treated for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized for cloudy effluent with a diagnosis of peritonitis on (B)(6) 2018. The treatment rendered at the hospital was 1gm vancomycin. The peritoneal effluent culture was negative. White blood cell (wbc) count at the time of admission was 3300 and the next day, a repeat wbc revealed a count of 187. The physician advised the patient to continue vancomycin. Peritoneal dialysis remained unchanged throughout hospitalization.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty select cycler, fmc cassette and the reported event(s) of cloudy effluent which required hospitalization for peritonitis. However, there is no documentation or indication the liberty select cycler or fmc cassette caused or contributed to the event of peritonitis. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. The etiology for the patient¿s peritonitis event is unknown. However, reportedly the patient has been utilizing multiple cyclers while recently traveling to and from florida and it is unknown if there was a breach in aseptic technique. Therefore based on the information available, causality cannot be determined. Should additional information become available, this clinical evaluation will be re-evaluated accordingly.